Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated. During multiple drain phases, draining slowly messages occurred, as-expected, due to the tidal drain volume settings being larger than the programmed tidal fill volume setting. The drain phases were bypassed after the pseudo patient bag was emptied in the drain phases in order to advance the treatment test. The resulting treatment data sheet reflects the programmed treatment settings. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of ¿hazy¿ peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. Based on the available information, the liberty select set cannot be excluded as the cause of this serious adverse event. The source of the peritonitis is most likely caused by the cassette leak as demonstrated by the culture result of staphylococcus epidermidis, an organism found on the normal flora of human skin, indicating a breach in sterility, however, the cassette was disposed of and not returned for evaluation. Additionally, it cannot be determined if the liberty select cycler attributed to this serious adverse event as the product investigation remains pending at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed fluid leak/moisture within the cycler¿s cassette compartment and on the cycler set after removing the cassette from the cycler at the end of pd treatment. The patient experienced two other fluid leaks on the two treatments prior to this occurrence. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The leak is from the cassette, but the specific source is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention immediately after the reported event. However, the patient was diagnosed with peritonitis on (B)(6) 2020 after a pd effluent sample with a hazy appearance presented with for staphylococcus epidermidis. The patient did not report any symptoms and was not hospitalized. Patient¿s white blood cell count was 258/mm, polymorphs were 24/mm, and eosonphils were 55/mm. No follow up cultures were taken. The patient was prescribed antibiotics vancomycin 2 g every 5 days via intraperitoneal (ip) administration for two weeks and ceftazadime 1 g daily for 1 week via ip. The suspected cause of the peritonitis was the reported fluid leak (occurrence date not specified). The pdrn indicated the patient had not notified them of the leaks until after (B)(6) 2020 when the replacement cycler was issued. The exact mechanism and mode of infectious transmission was unknown. The pdrn is unsure if the patient received the new cycler, if the reported cycler was returned, or if the cycler set used by the patient was available to return for physical evaluation by the manufacturer. Multiple attempts were made to contact the patient for more information, however, to date a response has not been received.